Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient lost consciousness and had a seizure. The cgm value was 329 mg/dl and the bg finger stick was 37 mg/dl. His wife took him to the ER where he received IV medication with dextrose. After 9 hours he was discharged home in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.